Event description:
The patient had a concomitant surgical procedure of mitral valve replacement and coronary artery bypass grafting (CABG) with 4 anastomoses through sternotomy. During the same procedure on (B)(6) 2022 a cryoflex probe powered by a cryoconsole, and a cardioblate lp clamp powered by an ft-10 generator were used. The left atrial appendage was sutured closed. Left pulmonary vein (lpv) and right pulmonary vein (rpv) conduction block were achieved. On (B)(6) 2022 the patient experienced cardiac arrest and sudden cardiac death. The patient had pulseless electrical activity (pea) arrest. Cardiopulmonary resuscitation (CPR) was initiated and proper protocol was followed. Return of spontaneous circulation (rosc) was achieved but only for a short period of time. The patient went into ventricular fibrillation (vfib) arrest. The patient remained pulseless. The time of death of patient was then called. The adverse event was deemed by the site causally related to concomitant procedure and study procedure but not related to the study devices. The adverse event was deemed by the sponsor as related to concomitant procedure, study procedure and cryoconsole, cardioblate lp clamp and ft-10 generator study devices. The clinical events committee (cec) deemed causally related to concomitant procedure, study procedure and possibly related to all of the study devices. The cec determined the end point as non-event-sudden cardiac death and commented: procedure related death.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the adverse event was deemed by the site as causally related to concomitant procedure, not related to the study procedure, and causally related to the cryoconsole, cryoflex probe, cardioblate lp clamp and ft-10 generator study devices. The sponsor updated their assessment of the adverse event as related to the cryoflex probe. Conclusion: based on the available information and review with the office of medical affairs, even though the assessment of the (cec) clinical events committee and the sponsor shows as possibly related to the medtronic devices. It is the opinion of this review that this event would be related to the concomitant procedure and study procedure with the death were not attributed to the medtronic product. There were no device malfunctions reported. Based upon this assessment, there are no new risks associated with the use of this device as no new failure modes or use conditions of the system have been observed. There have been no device discrepancies identified and therefore no product changes are necessary. Trends for issue with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction b5: the adverse event was deemed by the site causally related to concomitant procedure but not related to the study devices and study procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic received additional information that the cause of death was mitral regurgitation and atrial fibrillation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information b5: the clinical events committee (cec) deemed not related to concomitant procedure, and study procedure, but related to all of the study devices. Medtronic received additional information that the cec provided the following comment; pea arrest. Medtronic received additional information that the adverse event was deemed by the sponsor as not related to the concomitant procedure, study procedure and study devices. Correction g4.4 (PMA / 510(k) #): this field has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.